Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 519 mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer stated that the high bg was due to taking steroid medication and the customer forgot to change the profile to a weekend profile after a medical procedure.